Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported, that patient had a cardiopulmonary arrest after cement use. Surgeon was used cement during operation of the hemi arthroplasty. After stem fixation, the patient became hypotensive, dyspneic, and went into cardiopulmonary arrest, resulting in the death of the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the raw material certificate shows no non conformity or deviation. Complaint history identified no additional complaints for the reported part/lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported, that patient had a cardiopulmonary arrest after cement use. Surgeon was used cement during operation of the hemi arthroplasty. After stem fixation, the patient became hypotensive, dyspneic, and went into cardiopulmonary arrest, resulting in the death of the patient.